Event description:
It was reported that the display was missing segments. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.